Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during drain two of four, having drained 142 ml of an expected 1999ml, an, "air detected in cassette" error message generated on the liberty cycler system. Troubleshooting methods were employed, and the error message continued. The pd treatment was canceled, due to the alarms generated during the event. The patient reported that upon removing the cassette, fluid was noted to have leaked onto the liberty cycler. During follow up with the patient's nurse no patient adverse events were reported. No changes to the patient's status were reported. No additional complications were reported. The set was discarded.